Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage on lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to manufacturer date in supplemental MDR is not applicable; the correct date returned is 26-jun-2019. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us, (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.00/+3.5/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.